Event description:
The complainant reported a patient (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support due to patient being in shock for four days. While on support, the patient emergently got up and accidentally pulled the impella and the access site started to bleed. The patient bled out almost three liters out of the jackson pratt drain. Heparin was withheld and the site stabilized. The patient remained on impella 5.5 support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to patient movement since the patient accidentally pulled the impella when he got up and site started bleeding. Added- d6a/d6b. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.